Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a post-operative patient became unresponsive while on a dilaudid 1mg/ml pca infusion. The initial dose was 0.1mg every ten minutes. He was doing well and the dosage was increased twice, to a final dose of 0.3mg every 12 minutes. Approximately 6 hours later, the patient received benadryl 25mg ivp as a one time order at his request. Three hours after that, the patient's family notified the nurses that he was "not breathing". The patient was pale, however he responded and awakened to a sternal rub. No reversal agent was required, but he was place on oxygen. The dilaudid was resumed at 0.3mg every minutes by early am; there were no more difficulties and the patient was subsequently discharged home.